Manufacturer narrative:
A3b: gender: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: vascular surgeon. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor was attempting to close a left femoral artery after a diagnostic abdominal aortic runoff. The physician stated that the anchor did not deploy and that the whole angio-seal came out. Manual pressure was held for 20 minutes, and hemostasis was achieved. The patient was stable. A femoral access was ultrasound guided and the vessel and a groin shot were taken prior to making the decision to close with a 6f angio-seal device. There was no calcium or notable issues with the vessel at the access site. A 5f x 10cm pinnacle sheath was used. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, foil pouch, hemostasis sheath, carrier tube, arteriotomy locator and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).